Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, at the first firing of the device, the surgeon set the jaws of clip applier on the tissue and squeezed the handle, but clip was not loaded and it could not be used. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: the instrument was received partially applied. No abnormalities were observed. A functional evaluation found that the instrument was applied to the test media and one clip advanced and was properly applied. The next clip would not load. The instrument was disassembled and a component was found damaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.